Manufacturer narrative:
Qn #(B)(4). The product was not returned for investigation. The reported complaint that the "sheath would not advance and folded up on itself" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that when the staff tried to advance the sheath, it started to "fold back on itself." The staff was unable to advance the sheath. They removed the sheath and advanced a 9 fr. Sheath. When the staff was advancing the balloon, it appeared to be "unwrapping" since it was bunching up in the sheath, therefore they could not advance the balloon. The blue one-way valve was still in place. As a result, a second iab was used, which worked appropriately. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the staff tried to advance the sheath, it started to "fold back on itself." The staff was unable to advance the sheath. They removed the sheath and advanced a 9 fr. Sheath. When the staff was advancing the balloon, it appeared to be "unwrapping" since it was bunching up in the sheath, therefore they could not advance the balloon. The blue one-way valve was still in place. As a result, a second iab was used, which worked appropriately. There was no report of patient complications, serious injury, or death.